Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. The customer's blood glucose level was 265 mg/dl and it was addressed with a correction bolus. It was confirmed that the customer had another method of insulin delivery available.